Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 16 synergy ii drug-eluting stent, the technician swiped across the stent and pulled the stent off the stent delivery system (sds) during removal of the stent protector. The procedure was completed with another of the same device. No patient complications were reported.